Event description:
It was reported that after the implant procedure, the patient was experiencing pain at the lower abdomen, the patient went to the hospital and was catheterized. Additional information was received that the patient was having urinary tract infection (uti). The patient was placed on antibiotics. The patient was reportedly doing well postoperatively.

Event description:
It was reported that after the implant procedure, the patient was experiencing pain at the lower abdomen, the patient went to the hospital and was catheterized.